Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the outer lid of architect (B)(6) that would not remain open. Abbott field service (fs) investigated the issue on site and observed the hinges, top front cover (rohs) (7-76748-01) the likely cause of the issue. Replacement of the hinges resolved the issue. No subsequent issues have been reported. A review of the instrument history did not identify any non-conformances or deviations with the likely cause part number and complaint issue. Manufacturing documentation for the likely cause part number was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
It was reported that the top lid on the architect c1600 is not staying up as well as it used to. No operators have been injured by the lid coming back down. No impact to patient management or user safety was reported.